Manufacturer narrative:
(B)(4). The device was received but the analysis has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:29:54. During night drain cycle five, the patient's ultrafiltration reading was 1954ml, indicating the home patient (hp) drained 1954ml more than their maximum programmed fill volume of 2000ml. No additional information is available.